Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the physician was unable to insert the guidewire into the left ventricular (lv) lead. A new lead was successfully implanted. The patient was in stable condition. Manufacturer report number: 2017865-2018-14075.

Manufacturer narrative:
As received, a complete lead without the associated guidewire was returned in one piece. The reported event of guidewire insertion failure was confirmed. Visual inspection of the lead did not find any anomalies and the s-curve was found to be within specification. A guidewire insertion test was performed. The guidewire passed through the connector pin and the inner coil stopping at a point proximal to the s-curve region unable to advance any further. Destructive analysis found accumulation of blood in the inner coil lumen at the obstruction location. The cause of the reported event was isolated to accumulation of blood within the inner coil preventing the guidewire to pass through the lead.